Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion was 80% stenosed in the mid right coronary artery with a length of 15.0mm and a reference vessel diameter of 2.75mm. Following predilatation, the 2.75x20mm taxus element study stent was deployed, with a 10% residual stenosis. A non target lesion in the proximal left anterior descending artery was treated with a 3.0x20mm taxus express2 stent during the index procedure. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2010 the patient presented with exertional dyspnea, chest tightness and burning. Angiogram was performed revealing 80% in-stent restenosis in the proximal segment of the proximal part of the stent of the left anterior descending artery and a patent stent in the right coronary artery. The 1st obtuse marginal was treated with a 2.25x20mm and 2.25x12mm taxus atom stent with less then 10% residual stenosis. A non bsc stent was deployed on top of the restenosed taxus stent in the left anterior descending artery, covering the stented segment and a few mm of the proximal edge with less than 10% residual stenosis. The left main coronary artery was treated with a non bsc stent with residual stenosis less than 10%. The event was resolved with out residual effects as of (B) (4) 2010.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).